Manufacturer narrative:
H11: (g4) the aware date entered in report 1038671-2019-00377 initial report is incorrect. The correct date is 27 june 2019. (G4) the aware date in report 1038671-2019-00377 follow up 1 is missing. The missing date is 31 july 2019.

Manufacturer narrative:
Section h10: (h3): the engineering evaluation revision reported in experience (B)(4) was likely the result of aseptic (non-infected) tibial and femoral loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided. (D11) concomitant devices: (cn: 204-25-09, sn: (B)(6)) ps tibial inserts. Section h11: corrections made in the following section(s): (section f) please disregard f6 and f8. These were entered in error.

Manufacturer narrative:
Pending evaluation. Concomitant devices: (cn: 204-25-09, sn: (B)(4)) ps tibial inserts.

Event description:
Index surgery: (b)(6 2012. Revision of the right knee due to femoral and tibial loosening. Surgeon not provided, hospital: (B)(6). There will be no additional information provided on this event. Concomitant device: cn: 204-25-09, sn: (B)(4)) ps tibial inserts.